Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking infusion sets is inconclusive. Five sealed 22 ga x 0.75 in. Miniloc infusion sets were returned for evaluation. The returned sealed lot samples were evaluated and no obvious damage was observed. A functional test of flushing and pressurizing the samples with water using a 12 ml syringe was performed. No leaks were observed from any of the samples. A microscopic observation revealed no evidence of breach or split on the connections between the tubing and the luer adaptors. The complaint of a leak was inconclusive because the implicated samples were not returned to bd for evaluation. The event detail and provided information were evaluated. The investigation included a review of historical customer complaints for this batch. Additionally, this information was assessed for the potential of this event to be within scope of an existing CAPA or scar. Following a review of the entirety of this information, the root cause for this specific event was ultimately inconclusive. In this instance the implicated product samples would be required to confirm the event and assess the potential root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that while using the miniloc safety infusion set, specifically with the blue plastic end part that screws onto the clave, they noticed when they were running a saline infusion that there was a leak where the infusion set connects with the clave. After trying several claves with different lot numbers, the problem persisted. A new infusion set from the same lot was used and the problem continued. Then they used a clave from one of the lots they had tried but changed to an infusion set from a different lot and that finally fixed the issue. It was reported this occurred with two devices. This report addresses both devices. No further information was provided.